Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. Patient stated that she was seen by her doctor in (B)(6) 2016 for the skin reaction, but was unable to recall the exact date. During the visit, the patient was prescribed hydrocortisone cream. At the time of contact, the patient was still experiencing skin reactions. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.